Event description:
It was reported digits were missing on the rapid atrial pacing display. This was discovered during preventative maintenance. The device is being returned for repair. No information was received indicating patient involvement.

Event description:
It was reported digits were missing on the rapid atrial pacing display. This was discovered during preventative maintenance. The device is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Event description:
It was reported digits were missing on the rapid atrial pacing display. This was discovered during preventative maintenance. The device is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was out of electrical specification. It was also noted that the lower case was broken, the ring cover was contaminated, and the light-emitting diode (led) flex was preventatively replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.